Manufacturer narrative:
(B)(4). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked. The event was further described as; ¿fluid was bubbling out at the bottom of the filter chamber where it is encased in a piece of plastic¿. This was identified during use on a patient's during an unspecified chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.